Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension, (B)(4) found that the stim extension body conductor was broken less than 5cm from proximal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a stage ii deep brain stimulation implant. It was reported that during the stage ii procedure, the extensions were tunneled and plugged into the primary cell battery. The initial impedance check was good with all normal values. A subsequent impedance check was done after the leads/extension and battery were fully tucked in under the skin. All combinations on contact 0 were high. Programmer read high indicating a value above 40,000. The surgeon tried disconnecting the extension from the battery and reconnected it. The high still remained on all combinations of contact 0. It was indicated that the surgeon manipulation of the extension could have contributed to the high impedance. We decided to re-tunnel and place a new extension to replace the bad one. The new extension was placed and tucked in. Another impedance check showed all normal impedance values. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event